Event description:
The customer obtained "no value ind" flagged accutni results for two patients. Accutni reagent a78803 l/n 110410 and access accutni cals s0 to s5 l/n 023153 exhibited the problem. Through troubleshooting, it was determined that the s0 calibrator rlus were elevated as compared to in-house qc release data. Customer technical support (cts) instructed the customer to recalibrate. Recalibration resolved the issue. For sandwich assays, such as accutni, this can cause a shift down in both qc and patients' samples. Therefore, the potential for reporting erroneous but believable results does exist. No root cause was determined for the elevated s0 rlus. The customer did not report death, injury, or change to patient treatment in association with this event.

Manufacturer narrative:
(B)(4).